Manufacturer narrative:
Stryker evaluated the customer's device and observed that the device would not complete its boot up cycle. The device is no longer repairable. The device was returned to the customer unrepaired.

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, it was observed that the device would not complete its boot up cycle. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.